Event description:
On (B)(6) 2014 the lay user/ patient¿s wife contacted lifescan (lfs) and alleged their ot vita meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer care advocate (cca). The reporter alleged on an unspecified date and time obtaining inaccurate high readings (results unknown) compared to two other devices (ot verio and a nurses meter, unknown brand). It is not known what medications the patient may be on. It is not known if the patient continued his usual diabetes management regimen or made changes after the issue began. It is not known what the patient¿s blood glucose result(s) before the symptoms began. The reporter claims the patient developed symptoms of ¿hypoglycemia, while taking the stair, and broke his leg¿ after the product issue as a result of the inaccurate high results. It is not known what specific symptoms were present when the patient experienced his hypoglycemic excursion. It is unknown what the patient¿s blood glucose reading was after the onset of symptoms. It is not known if the patient received any treatment in response to the hypoglycemia. At the time of troubleshooting, the cca confirmed that the patient¿s technique was incorrect, as the patient was using the same blood sample, the subject meter was set to the correct unit of measure setting; testing method and storage were correct. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Followup#1- 09/15/2014 correction: supplement sent with the addition of manufacturer and importer information, which was previously missed from the initial 3500a report.